Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's interface board and oxygen blending module board were replaced to address the issue. The interface board was returned to the manufacturer's product investigation laboratory. During the investigation, the root cause of the interface board failure was due to the voltage breakdown of c27 which caused communication issues between the interface board and the oxygen blending module board.